Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood of 22 m/dl on (B)(6) 2017. The customer explained that she had dinner, but did not eat all the food she had entered the carbs for when setting the bolus. She was not feeling well, her blood glucose level went low and she smashed her ring finger on the end table. The customer's spouse treated with milk. The customer stated her finger got locked up and she went to the emergency room the next day. A specialist checked her on (B)(6) 2017 and she had surgery on her finger on (B)(6) 2017. The customer declined troubleshooting for low blood glucose. The customer stated she needs the sensor because she cannot feel when her blood glucose is dropping. The product will not return for analysis.